Manufacturer narrative:
Insulin pump received with no button response at esc, act, up arrow and down arrow button due to moisture damage to the key pad traces noted.

Event description:
Customer reported via phone call that they experienced low blood glucose level and blood glucose level was 46 mg/dl. Customer¿s blood glucose level was 206 mg/dl. Customer also stated that the up arrow, down arrow, esc button and act button not working. Customer did not receive any alarm prior to button not working. The device will be returned for analysis.